Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to an unspecified reason. The previous aus was explanted and replaced with a new aus consisting of a 4.0 cm cuff, pump and balloon. The explanted aus is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to an unspecified reason. The previous aus was explanted and replaced with a new aus consisting of a 4.0 cm cuff, pump and balloon. The explanted aus is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis. It was further reported that the patient the patient underwent the replacement procedure due to urethral atrophy. The patient reported that they experienced leaking. The implant date as well as the lot numbers of the explanted aus components were also provided.